Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call indicating that patient insulin pump had air bubbles anomaly in reservoir. Customer's blood glucose at time of incident was unknown. The customer stated he rewind without reservoir in pump. Customer agreed that we will send some information regarding air bubbles per e-mail and we will send a link to our website. The customer agreed that he will take a look it.